Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the introducer material rips easily. A different introducer was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the introducer was returned, analyzed and no anomalies were found. It was noted that there was blood on the catheter, the introducer shaft was kinked at various locations, there was tip damage that appears to have come in contact with something and appeared to have been damaged at implant.